Event description:
The surgeon had placed the sling mesh and was having difficulty in seating the sling mesh. The blue tension suture broke and the sling mesh would not lie flat. The sling mesh could not be properly positioned.